Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device could not be interrogated during a follow-up appointment and an error message appeared. The device firmware was re-downloaded to resolve the issue at no consequence to the patient.